Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated accutni result, generated by the synchron lx I 725 clinical system for one pt. Customer tested a sample for accutni and obtained a result of 0.68ng/ml. Upon repeat, it gave a result of 0.02ng/ml. Another sample was obtained from this pt and it gave a result of 0.02ng/ml upon testing. The erroneous result was not reported outside the laboratory. No death, injury, or change to pt treatment has been reported in association to this event.

Manufacturer narrative:
The sample in question was collected and sampled from the primary lithium heparin plasma tube and was centrifuged for 10 minutes. On 07-09-08, a field service engineer (fse) was onsite for different issues and serviced the instrument. Upon review of qc data, some qc issues were noted between 07-09-08 through 07-14-08. Customer obtained failing system check on 07-09-08 which passed upon repeat. Fse was onsite 7-15-08: fse performed system protocol and ran system check which passed. Fse replaced sample pipettor tip and adjusted the ultrasonic's. Fse replaced aspiration tubing as precaution. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).